Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018 at 15:46:35. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that another battery was connected to power port (1) and a battery was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexpected controller power loss. The controller remains in use. No patient complications have been reported as a result of this event.